Event description:
Boston scientific crm received information that this patient developed chest pain and was admitted to the hospital. Upon device interrogation, decreased right ventricular (rv) lead impedance measurements and increased threshold measurements were observed. A lead micro-perforation was suspected and a lead revision was scheduled. This lead was explanted and a new lead was successfully implanted. Post revision procedure, the patient was monitored for a 2 cm pericardial effusion that was due to the previous perforation. The patient reported some chest pain nine days post revision, and upon follow up echocardiogram ten days post revision procedure, everything appeared to have returned to normal. To date, no further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at boston scientific crm, visual inspection noted the complete lead was returned. The lead passed conductor resistance, high potential, and stylet insertion testing. The insulation was cut with slightly deformed conductor coils noted 130 mm from the terminal pin. The leads electrically continuity was confirmed.